Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Event occurred in (B)(6). Caller alleging discrepant inratio results. (B)(6) 2015 inratio inr = 1.8; repeat inratio displaying approximately 3.5 which is customer's target inr. No medical intervention was required. Patient's therapeutic range not provided. Although requested, no additional information provided. No reported patient ae.